Manufacturer narrative:
Additional information: d- returned to manufacturer on; h4-manufacture datefollow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device had inconsistent functionality during a procedure, a condition in which the device may overdeliver or underdeliver energy. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device had inconsistent functionality during a procedure, a condition in which the device may over deliver or under deliver energy. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences.